Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The carefusion fse went onsite and confirmed that the piston/driver stopped working. The blender was not alarming due to 100% o2 setting. There was no heat causing air restrictions found. Found ddi cap loose allowing cooling air to escape. Pressure calibration span and zero exposed, the batter cover was upside down. Span was found out of specification. The driver thermistor resistor was lower than 57 ohms. Also the driver resistance was unstable. Replaced the driver. Adjusted the power supply and ddi board to specification. Calibrated the driver controller and paw monitor xdcr. Adjusted pneumatics and pressure calibration span. Tested alarm function and completed final circuit and pressure tests. Unit is prepared for service. As of this date the driver has not been received for evaluation. When it has been received and evaluated a supplement will be filed.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The carefusion tech support specialist contacted the customer to follow-up on an opt out message. The customer reported that the ventilator overheated. The unit alarmed that the driver stopped. The patient was not harmed in this issue.